Event description:
On (B) (6) 2010 pt's wife reported "every time he changes from the old infusion sets to the new ones his sugar goes up." Wife reported the old infusion sets have an exp date of aug, 2003. Wife stated those are the ones, the old infusion sets, that are working for him. Wife reported he has been having issues with elevated blood glucose "off and on" ever since he started using the "new" needles. Wife reported examples of fluctuations in pt's glucose levels with readings on (B) (6) 2010 ranging from 74-148 mg/dl while using the "old" needles. Wife stated on (B) (6) 2010 pt changed back to the "new needles" and his blood glucose ranged from 77-303 mg/dl. Wife provided several examples of the differences in the pt's blood glucose. Wife reported his blood glucose this morning was 102 mg/dl. She stated he treats the elevated blood glucose by "giving himself a bolus, usually 9 units." Pt's normal blood glucose range is 60-120 mg/dl. Pt's blood glucose at night is normally below 200 mg/dl. Wife reported infusion adapter has never been changed as far as she knows. Wife stated she always takes insulin straight out of the refrigerator. Advised it is recommended to allow insulin to return to room temperature. Wife reported "the other day" when she went to change his site she noticed it was wet and noticed a little bit of blood coming from the site; needle did not appear to be bent when it was removed. Wife stated she discovered the leak "by his blood sugar going sky high." Wife reported self adhesive does not adequately adhere to the skin. Wife stated the pt changed the infusion set and there was not an issue with a leak. There is currently not an issue with a leak in the system and his blood glucose is also within his normal range. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Sending replacement infusion sets; no product return was requested.

Manufacturer narrative:
No product will be returned for eval.